Event description:
It was reported that during a pci procedure, the maverick 2 monorail balloon ruptured. The lesion being treated was located in the 90% stenosed, calcified and severely tortuous left circumflex artery (lcx). The maverick 2 balloon ruptured at 10 atms on the 4th inflation. The first three inflations were to 12 atms. The procedure was completed with another of the same devices. Patients status was reported as 'good'.

Manufacturer narrative:
The facility has confirmed that the device has been disposed, so no product analysis is possible. A review of the manufacturing records for batch 7952482 found that the device met its material, assembly and product specifications at the time of release to distribution.